Event description:
It was reported that the procedure was to treat the brachial truncus artery. Radial access was used with a 6fr catheter. During advancement of the 8.0x19 mm omnilink elite stent delivery system (sds), the stent dislodged off of the balloon. The stent was able to be caught with the balloon and pulled back towards the radial access. The stent was recovered with an incision including a radial lock. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodge or dislocated was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported dislodged stent; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the reported removal of foreign body was due to a stent dislodgement within the anatomy. Factors that may contribute to dislodged stent include, but are not limited to, improper or inadequate crimping at the time of manufacture, handling of the stent during preparation, interaction with challenging anatomy, and/or interaction with accessory devices. In this case, it is possible that the stent delivery system (sds) interacted with the anatomy and/or an accessory device during advancement, contributed to the reported dislodged stent and noted material deformation (flared struts); however, this cannot be confirmed. The dislodged stent was able to be caught with the balloon and pulled back towards the radial access. The stent was recovered with an incision including a radial lock. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.